Manufacturer narrative:
The event is currently under investigation.

Event description:
During an unknown procedure on a patient of unknown age and gender, the physician stated that while attempting to enter the ureter, the device missed and damaged the tissue. The physician removed the device and completed the procedure with another manufacturer's device.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, device history record, and trends of the product was conducted. Per qc specifications, this product is inspected 100%, verifying the cone tip is smooth and free of flash, sharp edges and crease lines. Without the returned complaint device, the root cause of the customer's difficulty can not be determined. We will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
During an unknown procedure on a patient of unknown age and gender, the physician stated that while attempting to enter the ureter, the device missed and damaged the tissue. The physician removed the device and completed the procedure with another manufacturers device.